Manufacturer narrative:
Hill-rom technical support suggested checking the cabling and limit sensors. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right hand side rail controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the hilow is moving on its own when the bed is plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).